Manufacturer narrative:
(B)(4). This event is still under investigation. The f/u report will be sent by 04/24/2011.

Event description:
The sys stops during a surgery and after restart it isn't possible to acquire new images.